Manufacturer narrative:
Insulin pump passed displacement test it failed self test returning an unexpected pump error hardware low level failure alarm. Pump error hardware low level failure alarm is confirmed in the formatted history file (variable info 3) due to a loose connection or a cold solder joint at u1 keypad assembly. No unexpected audio or vibrate anomaly or absence of alarms were noted during testing lip. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had insulin flow blocked alarm. Customer¿s blood glucose level was 13.3 mmol/l at the time of incident. The insulin pump will be returned for analysis.